Manufacturer narrative:
The customer submitted samples for investigation. The investigation reproduced the results obtained by the customer. Further investigation of the samples confirmed the presence of high molecular weight interferent comparable to igm. The interferent is most likely a human anti-mouse antibody (hama). This interferent is documented in product labeling.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys troponin I stat immunoassay (troponin I stat) on a cobas e 411 immunoassay analyzer and a cobas 6000 e 601 module using the same reagent lot. The customer is not sure which result is correct. Erroneous results were reported outside of the laboratory. This medwatch will cover the e411 analyzer serial number (B)(4) with reagent lot 18649500. Refer to medwatch with a1 patient identifier (B)(6) for information on the e601 module serial number (B)(4) also using reagent lot 18649500. Refer to attached document for a description of the incident from the customer. There was no allegation that an adverse event occurred due to the device. The patient was sent to the other hospital for further testing. The patient had not had a heart attack. The customer continued to test each of the samples. The customer tested serum samples from the original sample obtained on (B)(4) 2017 at 1:55 p.m. And the result from the e601 module was 5.69 ng/ml. The result from the e411 analyzer was 1.81 ng/ml. The customer also sent the original sample to an external hospital laboratory that also uses roche instruments. The result from the e601 module was 4.46 ng/ml and repeated with a result of 4.49 ng/ml. The result from the e411 analyzer was 1.70 ng/ml and repeated with a result of 1.58 ng/ml. Neither of these results were reported outside of the laboratory. The sample was tested as a courtesy as part of troubleshooting. The field service engineer visited the customer site and did not make any changes to the instrument. Instrument tests were performed and all results passed. Pinch tubing was checked and it looked good. The customer performed precision testing and the results were acceptable. The customer also ran quality controls and the results were acceptable. The system is performing per specification. Serum and plasma samples for the patient were submitted for investigation. The samples were tested on an e601 module and an e411 analyzer used at the investigation site. During the investigation, the customer¿s results from the e601 module were reproduced on the e601 module at the investigation site. The customer¿s results from the e411 analyzer were reproduced on the e411 analyzer at the investigation site. The samples were also tested on an e601 using the troponin t high sensitive stat assay and all results were <test (0.003). The investigation is ongoing.